Manufacturer narrative:
The actual device was returned to omc. The device was inspected in the "as found" condition upon receipt visually for signs of damage and performance testing was conducted per the release criteria. The device met all established specifications.

Event description:
Omc was notified by their distributor that a patient who was previously receiving wound treatment died after being transferred from the nursing home on (B)(6)2010 to a hospital (where he later expired on (B)(6)2010). The patient was not transferred to the hospital with the device and the device, or similar device, was not used after he was transferred. The nursing home reported that the device was working as intended.